Manufacturer narrative:
The insulin pump passed all functional testing. No alarm, excessive no delivery alarms or check settings alarms were noted during testing. The device was monitored for two days with no errors or alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including no delivery. The customer's blood glucose reading was 184mg/dl at the time of incident. Troubleshooting found that the pump alarms cannot be cleared. It was also found that the pump had alarms in the pump history. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.